Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An impl scr-v ha 3.7mm 3.5mm 13mm (svh13),was not returned. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported products were not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (svh13) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices related to the reported event. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event fracture implant and fracture of device (svh13). Based on the available information, device malfunction did occur for the implants and the reported event was confirmed. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes.' H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Additional PMA/510(k) numbers: k011028, k013227. Device not returned.

Event description:
It was reported that the implant fractured, but still remains implanted.